Event description:
On (B)(6) 2012, pt's wife reported the infusion device has water damage to the screen. Wife stated they cannot read the numbers. Wife reported the pt was thrown into the lake with the infusion device still on. Wife stated the pt can see partial numbers on the left hand side of the screen. Wife reported they cannot read the insulin amount being delivered. Wife stated they can only see the top half of the 2 in the 2.0 u/h and they cannot see the time either. Wife reported there is no damage to the infusion device or the screen. Wife stated the incident occurred last year and they have used several new batteries and they have not made the screen better. On call back wife reported she does not think water got in the cartridge compartment because the cartridge was still in the infusion device but she cannot be sure. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.